Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and error test. The stop current and run current measurement tests are within specification. The insulin pump also passed off no power alarm test. The pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The pump had minor scratched display window, cracked display window, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of hospitalized high readings and excessive no delivery alarms. The customer's blood glucose reading was 300 mg/dl. The customer had an endocrinology visit and changed her site. The customer had high ketones and the pump malfunctioned. The customer declined to troubleshoot for the pump. The product was returned for analysis.